Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. The reported lot # [17-42039] was not found for the reported catalog # [361546]. Medical device expiration date: unknown. Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd¿ sedi-40 instrument stopped working after mixing the samples once. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd¿ sedi-40 instrument stopped working after mixing the samples once. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had performed a technical evaluation of the customer's sedi-40 instrument. It was determined that although the instrument was working properly, it took a longer time to mix. Therefore, the affected parts were replaced. Upon completion of the instrument evaluation/repair, the service technician had verified that the instrument was operating within normal parameters, as documented in the instrument service report. Investigation conclusion: based on evaluation of the customer's instrument, the mixer was determined to be slow and the affected parts were replaced. Root cause description: the root cause was determined to be a circuit board issue and was replaced as part of the service. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.